Event description:
The plaintiff's attorney alleges that the pt experienced a cardiac event. Which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.